Manufacturer narrative:
(B)(4). Batch # n5489d. The analysis found that one gst60g cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side partially fired 2/3, left side partially fired 1/16. Upon evaluation of the reload, the cartridge body, one-piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown procedure, the reload didn't fit in the jaw of the stapler. The orange piece broke. Another like device was used to complete the procedure. There were no adverse consequences for the patient.